Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint regarding lack of pain coverage could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011 consisting of two leads (same lot) placed in the thoracic region. The patient's pain pattern was back and vaginal. It was reported the patient never received coverage for back pain. No impedance issues were present. The physician removed and replaced one of the two existing leads. The new lead was implanted in the sacral area to provide the needed coverage.